Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On the same day, it was reported that at around 11:30 pm, the patient arrived home. The cgm reading was unspecified high, and the patient administered 20 units of insulin before going to bed. No fingerstick was taken at that moment. A couple of hours later, at 1:30 am, he was awakened by his receiver, which kept beeping and showing low readings. No symptoms were reported, but the patient was anxious, he decided to take a cab to the hospital where he arrived at 2:00 am. A fingerstick was taken, the cgm reading was 42 mg/dl, and the blood glucose reading was 86 mg/dl (it remained unclear if these cgm and bg values were transposed and correctly documented). The patient was treated with insulin via injection, and intravenous fluids (no information why insulin was provided during hypo to euglycemia). No further medication was reported and the patient was discharged after 6 hours. At the time of the report the patient was weak but feeling fine. At the time of the report the patient was feeling weak but was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.